Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 235 mg/dl. Customer stated that she can press the buttons but it does not affect the pump. Pump says to check blood glucose, but when the customer checks, the pump does not accept the reading. Customer says that the pump is flashing different information. Customer changed the battery and the infusion set, which led to the malfunction. When customer tried to give a bolus, she kept getting suspend and resume. It then bounced back to check blood glucose reading. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump had an intermittent buttons response due to corroded keypad trace. Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.